Event description:
Received info the pt was unable to adjust stimulation with the pt programmer, both with or without the antenna attached. New batteries were inserted and still showed poor communication screen and would not do telemetry. The pt reported a loss of therapeutic effect. The manufacturer's representative had been reprogrammed the system awhile ago, but pt still had incontinence issues in the morning when she woke up. Additional info received stated the ins was replaced on (B)(6) 2011 due to less than normal end of life. It is unlikely the device will be returned for analysis. Pt is now feeling stimulation in the appropriate areas.

Manufacturer narrative:
(B)(4).